Event description:
It was reported by repair work order that the customer alleged the switches were smoking as a result of the terminal block. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.